Manufacturer narrative:
Additional information received on march 15, 2022 indicated that the right side was the only side that was deflated. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3505001bc, sn#: (B)(6) , r/ cat#: 3505001bc, sn#: (B)(6). And capsulectomy. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on march 24, 2022. Device evaluation completed on april 12, 2022: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 350cc breast implant had a crease/fold on the posterior view. Additionally a tear was noted within the crease, measuring approximately 3.9 cm. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 15, 2022 indicated that the date of implantation for the left side was on (B)(6) 2017, date of removal updated to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female who underwent a breast augmentation primary with a mentor smooth round moderate profile, 350cc breast implant experienced bilateral deflation post procedure. As a result, patient underwent removal on (B)(6) 2021. This report relates to the right prosthesis.